Event description:
This device was implanted on (B)(6) 2010. A call to technical services from a hcp states that she was checking patient because they've been complaining of a shocking sensation that they are having in the mid posterior back. Provided st. Jude medical contact number to caller and discussed to assess proper device operation it'd be best to call st jude medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).